Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks. It was found that the lead had dislodged. The lead was explanted and replaced with a competitive lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.